Manufacturer narrative:
The glucose reagent lot number is 822380 and the expiration date is 30-nov-2025. The field service engineer (fse) found an issue with the analyzer's fluidic system. The fse cleaned and replaced the basic wash mixer, vacuum valves, and the sample rinsing system. Precision and basic water consumption checks were performed successfully. The customer performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient plasma sample on a cobas c 503 analytical unit. The initial patient glucose result was 14 mg/dl. The doctor questioned the low result as it did not match the patient's clinical picture, which prompted the customer to repeat the sample. The sample was repeated on another c503 analyzer and the result was 93 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
Calibration was last performed on 17-jun-2025. The qc recovery data provided was acceptable. The alarm trace showed multiple alarms indicating sample quality issues. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.